Event description:
It was reported that pump displayed malfunction alarm code 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer moved to multiple daily injections as backup therapy, was instructed to place pump into storage mode, and was advised to return affected pump using provided shipping label within 10 days, while technical support arranged replacement pump and instructed customer to reenter pump settings and reconnect continuous glucose monitor once replacement was received.